Event description:
A physician reported the cutter was not actuating during a vitrectomy procedure. The condition of aspiration was unknown. The procedure was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Based on current tracking, there are no adverse trends for this reported complaint. The customer reported that the cutter in their pak did not actuate. One wet 27+ gouge probe manifold was visually inspected. Partial occlusion was observed in the tubing insertion to the gray radio frequency identification (rfid) connector. The gray tubing was pull out to check for abnormality. There was no solvent in the tubing end. Extra material from the grey rfid connector called "flash" caused the open line to be partially occluded. The root cause of the customer¿s complaint is an error that occurred during the supplier¿s manufacturing process. The supplier has been made aware of the issue. This complaint has been reviewed and it is determined that no further actions will be pursued at this time. After investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis by the product team. The manufacturer internal reference number is: (B)(4).